Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient's doctor wanted them to try a different program to see if it would have any effect at all. Patient stated they were on program 1 at 1.5v and then moved to program 2 and it was preset at 2.6v. Patient thought the voltage difference was too much so they lowered it back to 1.5v (still on program 2) and patient stated they had been on that program for a day. Patient wanted to know if it is normal for the voltage on different programs to be different. It was reviewed that this was normal and the doctor had preprogrammed these settings for the patient. Patient was encouraged to try this setting and if they did not get any symptom relief, they could try increasing the voltage slightly to see if it had any effect on their symptoms. Basic functionality of the patient programmer was reviewed as well. On (B)(6) 2012 , it was reported that patient was trying to maximize their symptom relief by trying other settings. Patient reviewed moving from program 1 to 2, which was where they currently sit. Patient stated 3 and 4 didn't work well. Patient wanted to determine if the voltage between groups represents a 1 to 1 relationship (i.e. Is 1.5 v @ 1 the same as 1.5v @ 2). It was reviewed that the patient may feel these differently so the important thing was to make sure it was comfortable and helping with symptoms. Patient was advised to keep track of what symptom relief they were getting at different programs/voltages. Patient requested for device specifications, longevity was reviewed. Patient stated their programmer was showing they had 25 percent battery life left for their implant. The replacement process was briefly discussed with the patient. On (B)(6) 2017,it was reported that patient did not believe that the interstim device was not doing the patient any good any more. It was stated that patient was going to have interstim removed and was having another device put in for chronic sciatic pain. It was not noted that the health care provider (hcp) was not sure if the leads could be removed and the they wanted to know if the patient could have an MRI with leads still in there. MRI guidelines were reviewed. Patient was redirected to the hcp to determine if leads could be removed. It was noted that the patient did not havea current hcp for the device. No symptoms were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the device was accidently turned off for 6 months. When it was turned back on "it was doing anything." The device was reportedly "recycled" several times with no change. No further information reported.